Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. .

Event description:
Information received by medtronic indicated that the insulin pump under delivering because the customer¿s blood glucose did not come down. Customer experienced high blood glucose level. Customer's blood glucose value was 32.8 mmol/l at the time of the incident. Another blood glucose level was 21.5 mmol/l. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with manual injection and manual bolus. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The device will not be returned for analysis.